Event description:
On (B)(6) 2012, it was reported that the pt's infusion device has often been displaying e4 (occlusion error) and e2 (battery empty) during the past few days. On (B)(6) 2012 at 3:00 pm, the infusion device displayed e4 and e2. The pt has changed the infusion set and battery. He believes the device has high battery consumption and delivers too low an amount of insulin. On (B)(6) 2012 at 12:45 am, his blood glucose level was 570 mg/dl and he was vomiting and felt sick. He programed 20 units of insulin to be administered via the infusion device and 20 units of insulin via the blood glucose monitor. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The battery spring is corroded, and the corrosion was caused by battery acid from a leaky battery. The customer may have used an inappropriate or old battery. The corroded battery spring led to a temporary interruption of the battery contact between the battery and spring. This led to higher power consumption. The pump correctly triggered the e2 and e8 error messages. E4 errors were found in the history, and the occlusion limits were tested successfully. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The adapter passed the optical inspection. The used returned infusion set was visually inspected and tested for flow and tightness. The headset meets specification, and the transfer set is occluded at connector needle by insulin. The two received used cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.